Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, lot# n160476002, implanted: (B)(6) 2009 .other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-jul-2018, UDI#: (B)(4) ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the therapy was no longer working optimally. No signs or symptoms were reported but a catheter access port study was done. When the catheter was aspirated it was negative for csf. The patient was referred to neurosurgery where they will replace the catheter and resume treatment. No date has been scheduled yet. It was noted the issue was not resolved.